Event description:
Failure code 599. Info was not provided regarding whether or not the failure occurred during a patient infusion. There have been no reports of any patient incident involving this pump since the last baxter service event. No additional info is known.